Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant, the patient heard an alert and came to the hospital. High coil impedance was noted on the right ventricular (rv) lead. During the revision procedure defibrillation threshold testing was performed and failed. The rv lead was replaced but the impedance problem continued. The device was explanted and replaced. No patient complications have been reported as a result of this event.